Event description:
An aci procedure was performed on the patient. Within one month the patient became severely ill and developed an infection which resulted in renal failure. The organism was identified as aspergillis. The patient was hospitalized and revision surgery was performed removing all implants. The follow up treatment was performed at a different facility. The patient has apparently recovered and is doing fine.